Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Patient experienced an increased in seizures and was brought to the emergency room. No other relevant information has been received to date.